Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the screen. The blood glucose was unknown. Advised the pump will need to be replaced and discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. The device will be returned for the analysis.